Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high" (specific value was not provided) with trace ketones. Cause was not known. Customer administered a correction bolus via the pump to address the bg. In addition, it was reported that the customer experienced another elevated bg level displayed as "high" (specific value was not provided) with trace ketones. Suspected cause was due to the customer's personal profile requiring adjustments. Customer administered a correction bolus via the pump to address the bg. Customer updated their settings to address the event. Recommendation was made to consult a healthcare provider in regards to diabetes management.